Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse checked the ECG patient cable and ECG esis lead wires, and the signal was normal. EKG cable set ready to use. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) did not have an EKG signal. The ECG patient cable was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: g1.

Event description:
N/a